Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. Hamilton medical ag received the log files of the device for analysis. The log files analysis revealed that ¿panel connection lost¿ alarm was recorded on (B)(6) 2025. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was with no patient involvement. The root cause was identified as a defective esm ipp. The component was subsequently replaced. Afterwards the device passed all tests and was returned to the user.

Event description:
Hamilton medical ag received the following description: the device alarmed with panel connection lost. No patient involvement.